Event description:
Per medical records received during edwards complaint investigation: approximately six months post-implantation, the patient presented to an outside hospital with nstemi and was transferred with symptoms of chills, fatigue, and shortness of breath. The patient was found to be in acute heart failure, and CT chest showed mild pulmonary edema with severe lad calcifications. Blood cultures were positive for enterococcus bacteremia, and intravenous antibiotics were initiated per infectious disease recommendations. The patient was discharged to rehabilitation and completed antibiotics six months post tavr procedure. A repeat transesophageal echocardiogram one month later demonstrated persistent vegetation on the tavr valve, a mean gradient of 22 mmhg, severe mitral regurgitation with a perforated leaflet and a small echodensity. The patient was readmitted, and a repeat transesophageal echocardiogram on the day of admission confirmed the endocarditis and the underwent a pacemaker lead extraction and removal of the permanent pacemaker generator, requiring temporary pacing due to the continuation of the complete heart block and discontinuation of their eliquis and farxiga in preparation for surgery. Nine-month post-tavr procedure, the patient underwent explantation of the 23 mm s3ur valve due to late-stage endocarditis caused by enterococcus faecalis, as confirmed by prior imaging and blood cultures.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the adverse event previously reported. The following sections of this report have been updated: h6 (clinical code, device code, type of investigation, investigation findings, and investigation conclusions). Update to b5: other relevant history, including preexisting medical conditions. Per medical records of medical records, approximately six months post-implantation, the patient presented to an outside hospital with nstemi and was transferred with symptoms of chills, fatigue, and shortness of breath. The patient was found to be in acute heart failure, and CT chest showed mild pulmonary edema with severe lad calcifications. Blood cultures were positive for enterococcus bacteremia, and intravenous antibiotics were initiated per infectious disease recommendations. The patient was discharged to rehabilitation and completed antibiotics. A repeat transesophageal echocardiogram one month later demonstrated persistent vegetation on the transcatheter aortic valve replacement (tavr) valve, a mean gradient of 22 mmhg, severe mitral regurgitation with a perforated leaflet and a small echodensity. The patient was readmitted, and a repeat transesophageal echocardiogram on the day of admission confirmed the endocarditis and the underwent a pacemaker lead extraction and removal of the permanent pacemaker generator, requiring temporary pacing due to the continuation of the complete heart block and discontinuation of their eliquis and farxiga in preparation for surgery. Nine-month post-tavr procedure, the patient underwent explantation of the 23 mm s3ur valve due to late-stage endocarditis caused by enterococcus faecalis, as confirmed by prior imaging and blood cultures. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. The previously reported valve explant has been disassociated from the edwards sapien 3 ultra valve. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 valve; therefore, the valve explant event is no longer considered FDA reportable.

Event description:
As reported by implant patient registry, approximately nine months post implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.